Manufacturer narrative:
Correction: b, d, e, f, g, h investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a note of sporadic water temperatures and patient temperatures. They would like to troubleshoot. Sn #(B)(6), forwarded to ts for proper handling. Per follow up information received via phone on 14mar2025, it was reported that the device has been repaired. No patient involvement was noted.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a note of sporadic water temperatures and patient temperatures. They would like to troubleshoot. Sn #dygxal015, forwarded to ts for proper handling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Biomed had the arctic sun device with a note of sporadic water temperatures and patient temperatures. They would like to troubleshoot. Sn (B)(6), forwarded to ts for proper handling. Per follow up information received via phone on 14mar2025, it was reported that the device has been repaired. No patient involvement was noted. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use are found to be adequate. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a note of sporadic water temperatures and patient temperatures. They would like to troubleshoot. Sn #(B)(6), forwarded to ts for proper handling. Per follow up information received via phone on 14mar2025, it was reported that the device has been repaired. No patient involvement was noted.